Event description:
This lead was returned, however, biotronik rep returned to oos documentation. Damage was seen at the yoke of this lead that was discovered during a device upgrade. The atrial lead had an insulation break. The leads were capped and a new system was implanted. This lead was replaced with a kainox sl 75/18. There are no adverse events reported for this pt. This lead was removed with a elox ex 53 bp, MDR 1028232-2008-00354. Both leads were explanted due to the same complaint.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.